Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device logged an event code in the memory which is related to a potential issue of the device to deliver energy. After clearing the code and updating the software, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.